Event description:
Customer reported high blood glucose readings of 252 mg/dl and stated that he bloused and his blood glucose reading has only decreased by one point. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. Customer did notice his blood glucose readings decrease by the end of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.